Event description:
Per the clinic, the patient experienced redness, heat sensation, purulent discharge and infection at implant site, and subsequently was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2026, and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.